Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 304000 and lot number 230301. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for review. The needles were inspected for difference in color; however, no signs of variation in color. Based on the investigation results, an exact cause could not be determined for this reported incident. Regarding the report of variation in color, regrettably with this information defect cannot be confirmed neither a root cause finding related with the manufacturing of the product can be established. If this issue were to reoccur, we would greatly appreciate the opportunity to review the affected sample. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd microlance conventional needles needle is discolored. The following information was provided by the initial reporter: the needle that we're using for eye injection has been having issues, the shaft color is visibly not uniform (there's a part that is darker).